Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl). Reportedly, the customer uses the basal iq feature to monitor low blood glucose levels during the night, but did not start a sensor session when the low bg occurred. Juice and a snack was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.